Event description:
Caller reported that ciq settings might not have been configured correctly, resulting in a high blood glucose level. The specific blood glucose value was unknown but displayed as "high." There was no adverse impact to the customer's blood glucose level. In response to the issue, the customer administered a correction injection via multiple daily injections (mdi) with assistance from the customer's husband. No injury occurred, and the caller planned to follow up with a healthcare professional to correct the settings. Technical support was prepared to assist with updating the settings upon follow-up.